Manufacturer narrative:
The customer canceled the service call. A follow-up report will be filed when additional details become available.

Event description:
It was reported that the 9900 system had a cine not available error message at boot up. No patient injury was reported.